Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on the battery cap threads. Customer was not sure how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 12 mg/dl. The customer declined to troubleshoot as he is eating. Customer went to emergency room and admitted to hospital on (B)(6) 2016. The customer was wearing the pump at time of hospitalization and pump was taken off.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. Off no power alarm functioned properly. No unexpected failed battery test alarm noted during our testing. The insulin pump had a small crack on the battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.